Event description:
Device 1 of 3. Reference manufacturer reports: 1627487-2010-01737 & 1627487-2010-01738. The patient received her scs system consisting of two percutaneous leads and an ipg on (B)(6)2007. In (B)(6) 2007, the patient underwent a magnetic resonance imaging (MRI) procedure. As indicated in the device labelling, MRI procedures are contraindicated for patients with an implanted scs system. After the MRI was completed, the patient reported feeling overstimulation from the scs system when using her patient programmer or device charger. An x-ray of the patient's system was taken and revealed that one lead had moved from a posterior position to an anterior position. The patient's scs system was explanted on (B)(6)2007. According to the manufacturer's device registration system, the patient was not reimplanted. The devices were not returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Evaluation method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. (B)(4) ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.